Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after announcing a larger-than-usual dinner and receiving 11 units of insulin, followed by overcorrection with oral carbohydrates and soda that led to fluctuating glucose levels; the lowest reported glucose was 39 mg/dl and later rose to 99 mg/dl during the call. Symptoms included visual disturbances described as seeing trails and feeling lightheaded. Outcomes included self-treatment with oral glucose and stabilization of blood glucose without medical intervention, outside assistance, ketone testing, or backup therapy. Investigation included review of device-reported dosing and user-reported intake, along with troubleshooting and education offered by support staff. Investigation of this case revealed a roller-coaster effect consistent with user overcorrection of hypoglycemia after a larger bolus, with no device performance issue identified. It was concluded, based on previously established findings for similar reports, that the cause was hypoglycemia with cause unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.